Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insulin¿ syringe there was an issue with difficult plunger movement. The consumer stated that ¿before injection the plunger rod was difficult to move, does not re-use.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned two loose 1/2cc syringes. Customer states that the needle shield is difficult to remove and the plunger rod difficult to move. Both returned syringes were tested and the plunger rod was able to be moved smoothly without any observed defects. Both samples were also tested to determine the shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force syringe 1 2.37 lbs. Syringe 2 2.15 lbs. All removal forces fall within specification. A review of the device history record was completed for batch# 7016824. All inspections and challenges were performed per the applicable operations qc specifications. There were three notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (shield difficult to remove and plunger rod difficult to move). Root cause cannot be determined at this time as the issue is unconfirmed.